Manufacturer narrative:
A philips remote service engineer (rse) analyzed the clinical audit log and indicated that starting at about 2220 on (B)(6) 2026, there were many different leads off, including many red ECG off entries, some of which were silenced. Also, the rse noted that the spo2 sensor was off at 2220 and not placed back on the patient until around the code time. There were no reports of equipment malfunction during this event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance retrieving audit trail/logs after a patient expired on (B)(6) 2026. Clinical was looking to see how many times the red "ECG off" alarm was silenced prior to the patient coding. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Multiple good faith effort (gfe) attempts were made to the customer to obtain additional information regarding this event, but no further information or responses have been received. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was confirmed to be operational, and the device was returned to use at the customer site.